Manufacturer narrative:
The reported condition could not be duplicated, as the ventilator did not stop cycling. The ht70 ventilator was not repaired yet, and the investigation is ongoing. Covidien reference # (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the ht70 ventilator experienced an oxygen sensor failure alarm. Although, the unit did not stop cycling, and the reported issue could not be duplicated, the pt was transferred to another ventilator. There was no reported pt injury.